Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694265, lead, implant date (B)(6) 1998.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "went off." Follow up with the physician yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.